Event description:
Son of home pt (hp) reports pt line of homechoice set was not priming completely. Hp was able to prime line after she reset up with new supplies. Per home pt, there was no pt injury or medical intervention as a result of incident.